Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing unformed clips, tear drop shaped clips, and jamming. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = ratchet pawl.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips; the lockout mechanism was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged. No conclusion could be reached as to what may have caused the found damage.